Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined alarm occurred. Customer¿s blood glucose level was 100-130 mg/dl. The infusion set was changed to resolve the issue.